Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system including an ipg and surgical lead on (B)(6) 2010 for bilateral lower extremity pain. The patient has severe scoliosis. The patient stated that she occasionally felt stimulation in her ribs. The stimulation to her legs was reported as not providing adequate pain coverage. Reprogramming efforts were unsuccessful in resolving the issue. The patient's next course of action is currently undetermined; she is trying to decide if she wants her lead revised or explanted.